Event description:
During or procedure on right breast tissue, sparks were seen from cautery tip. Although cautery cord and tip changed, sparks persisted. Occurrence continued after cautery cord, pad and unit changed.